Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic due to experiencing a fall. The patient expressed feeling light dizziness but it was not known if this was related to the fall. The pulse generator was interrogated and it was discovered that the right ventricular lead exhibited loss of capture due to high capture threshold. On (B)(6) 2019, the patient presented for a lead revision procedure. Fluoroscopy imaging revealed the lead was dislodged and the lead slack was pulled back. It was noted that the fall caused the right ventricular lead dislodgement. The lead was then repositioned successfully. The patient condition was stable post procedure.